Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on a homechoice cassette during peritoneal dialysis therapy. This event occurred during drain 1 while the patient was connected. The patient stated the solution was on the ground near the homechoice device; none of the connections, bags, or lines were wet. The patient was unsure where the leak had occurred. The renal therapy service agent (rtsa) advised the patient they would need to start therapy over with new supplies. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The patient advised they had been able to successfully complete therapy since the event. There was no patient injury or medical intervention associated with this event. No additional information is available.